Event description:
It was reported the control iq software was not adjusting insulin delivery as expected. The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the bg. Troubleshooting with tandem technical support indicated the control iq software was functioning as intended.